Event description:
It was reported that during the procedure, there was no laser energy emitted by pedal excitation. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during the procedure, there was no laser energy emitted by pedal excitation. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.